Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) visited the hospital after a syncopal episode and ventricular tachycardia (vt) arrhythmia. Technical services (ts) was consulted for further review of the presenting electrogram (egm). The device recorded four episodes. One of the episodes showed patient to be in true ventricular fibrillation (vf) and the device appropriately delivered shocks. Further review of the other episodes showed possible right ventricular (rv) oversensing of atrial signals may have led to inappropriate shocks. The shocks converted the arrhythmias. Subsequent additional information indicated that after further device system evaluation, it was believed the rv lead had dislodged. A lead revision procedure was later performed. This rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.